Event description:
It was reported by the patient that post a coronary drug eluting stenting treatment procedure, the patient continues to have "vague pains," including chest pain and discomfort. The patient had a taxus express2 drug eluting stent of unknown size implanted in an unknown location. An unspecified amount of time later, the patient was hospitalized and underwent a cardiac catheterization and stress test. Further information was not available.

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.